Event description:
It was reported that on the first follow-up visit post-implant, the r-wave amplitude had decreased and rv lead slack had decreased from implant observations. All other electrical measurements were acceptable. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that on the first follow-up visit post-implant, the r-wave amplitude had decreased and the right ventricular (rv) lead slack had decreased from implant observations. All other electrical measurements were acceptable. It was later reported that there was an increase in the sensing integrity counter (sic) number from the rv lead oversensing and also an increase in thresholds. It was further reported that the lead had been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that on the first follow-up visit post-implant, the r-wave amplitude had decreased and rv lead slack had decreased from implant observations. All other electrical measurements were acceptable. The lead is still in use. No patient complications have been reported as a result of this event. It was further reported that the lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=8.6 counts avg/day, in 42.11 days, between (B)(4) 2010 14:31:19 and (B)(6) 2010 17:13:45. (B)(4) no anomalies found. Full lead returned and analyzed. Additional observations of inner tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking and apparent explant damage.